Event description:
Surgeon is reporting that the anchor sheared apart somewhat. Anchor was not able to go all the way into the insertion site hole. Additional information confirmed that all pieces of the anchor were removed and another anchor was placed in the same location.

Manufacturer narrative:
(B)(4).